Event description:
It was reported the patient experienced ineffective therapy with their scs system after a recent work injury, where they caught a heavy falling object. Patient reported they no longer feel paresthesia. X-ray confirmed multiple slight lead fractures and lead diagnostics indicated high impedances. Reprogramming did not provide effective therapy due to excessive resistance in the programmed circuit. As a result, surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating the patient underwent surgical intervention wherein new leads were implanted at l4 and s1, addressing the issue.

Event description:
Related manufacturer reference number: 1627487-2022-06037. Additional information received indicated patient underwent an unrelated lumbar fusion surgery on (B)(6) 2022 wherein the l5 lead was explanted because it was in the workspace. Surgery is pending to replace leads bilaterally.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.